Event description:
It was reported that the pacing impedance measurements of this right ventricular (rv) lead had abrupt increases up to greater than 3000 ohms, which was out-of-range. Technical services (ts) reviewed the presenting electrogram (egm) of this patient's implantable cardioverter defibrillator (ICD) system. The rv automatic threshold (rvat) was found to be suspended with high capture thresholds due to fusion beats. Patient was brought in to clinic and there was no noise with isometric testing. Ts provided troubleshooting, but it was decided by the health care professional (hcp) to continue to monitor this system. No additional adverse patient effects were reported. Currently, this rv lead remains in service.